Manufacturer narrative:
Concomitant medical products: product ID: 439688 lead, implanted: (B)(6) 2013; product ID: dtbb1d4 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for out of range high rv defibrillation coil impedance. The lead remains in use. No patient complications have been reported as a result of this event.